Event description:
The pt had an ams elevate graft implanted on (B)(6) 2010. It was reported that "surgical implantation of this device has caused bowel and urinary incontinence, severe lower back and abdominal pain. Constant pressure in vaginal and anal area. Prolapse of bladder and bowel." The pt also indicates, "complete numbness in both legs upon standing. Unable to stand or walk more than 5 or 10 min." It was also reported that the mesh is protruding into the pt's bowel area causing an obstruction.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.